Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he needed assistance with programming the insulin pump. Blood glucose level at the time of the call was over 400 mg/dl due to the customer not receiving insulin. The customer was assisted with inputting some of his settings, but was advised to seek medical attention to treat the high blood glucose level. The insulin pump was not replaced or returned for analysis.